Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Premature battery depletion (pbd) was suspected. A replacement procedure has been scheduled. It was noted that the patient is pacemaker dependent but has not experienced any symptoms. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Premature battery depletion (pbd) was suspected. A replacement procedure has been scheduled. It was noted that the patient is pacemaker dependent but has not experienced any symptoms. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation. The product has been received by boston scientific and a full investigation is being conducted. A supplemental report will be submitted once the investigation is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Premature battery depletion (pbd) was suspected. A replacement procedure has been scheduled. It was noted that the patient is pacemaker dependent but has not experienced any symptoms. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Premature battery depletion (pbd) was suspected. A replacement procedure has been scheduled. It was noted that the patient is pacemaker dependent but has not experienced any symptoms. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation. The product has been received by boston scientific and a full investigation is being conducted. A supplemental report will be submitted once the investigation is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.